Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated during an unrelated procedure, no connection anomaly between the right ventricular (rv) lead and the device could be observed. The high pacing impedance was believed to be caused by the non-abbott right ventricular (rv) lead. No malfunction of the abbott device was alleged. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, high pacing impedance was observed on the right ventricular channel of the device. A connection anomaly was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.